Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp therapy due to noise. External noise is suspected. It was noted that the patient often works with tools in a workshop. No further information is available.